Event description:
Health professional reports: protime system inr result 4.8 followed by an unspecified error message. Unspecified lab system inr result: 2.3. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 09/22/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to an unsuccessful valve replacement. Per the operative report: "we then placed multiple pledgeted 3-0 ethibound sutures circumferentially around the aortic annulus, and affixed these at first to a 21 mm edwards valve (magna). The valve was lowered into place....even though, the 21 mm sizer had fit perfectly through the annulus, it appeared that the valve was somehow obstucting the coronary ostia." The valve was removed, and replaced with another replacement heart valve.